Event description:
It was reported that the ilet failed to reconnect to a dexcom g7 sensor after the user took a shower, while glucose readings continued on the dexcom mobile app, indicating a pairing or communication issue isolated to the ilet. Symptoms included no adverse clinical effects. Outcomes included no impact on blood glucose control and no need for medical care. Investigation included guided troubleshooting and user education, consisting of toggling the ilet cgm setting from g7 to g6 and back to g7 and re-entering the pairing code. Investigation of this case revealed that the device resumed receiving cgm data after re-pairing, consistent with a temporary connectivity interruption between the ilet and the g7 sensor without device hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication disruption resolved through standard re-pairing procedures.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.